Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized on the same day as death for a possible myocardial infarction or brain aneurysm. Treatment information was not reported. The cause of death is unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. (B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device was received for evaluation. The device passed electrical and functional testing. A review of the event log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. The device service history and device history was reviewed and no issues were identified. There was no failure or malfunction identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental medwatch will be filed.